Event description:
It was reported that the insulin pump alarmed motor error during the fill cannula process and that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl, for which the customer advised had not yet been treated. No significant events leading to the alarm were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and cracked battery tube threads.